Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that her mother's rail is broken and it came off of the hinge.